Manufacturer narrative:
A ge svc rep performed an on site investigation. A pin in the interconnect cable was repaired. The sys was then found to be operating as intended.

Event description:
The customer reported the systems' left monitor displayed a black image. No report of pt injury.